Manufacturer narrative:
Articulation failure during clinical use willb be reported in a medwatch.no injury was reported for this case.

Event description:
Customer reported angle button on the probe is not working. Articulation failure during clinical use willb be reported in a medwatch